Event description:
Facility equipment technician reported one of the facility pt care technicians asked them to check this baxter meridian device because it was set-up with the bloodtubing and ready for the pt treatment to be initiated when the power went out. They checked the reset switches and they were operational. They plugged the device into another outlet and still no power. Then they reached down to check the connection between the cord and the device and when they touched the neck of the cord they received a shock that "knocked them down." Technician stated there was no water on the floor or device. They reported there was no medical intervention necessary and no injury resulted from this event.